Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable had a short in the wiring and that the cable was shorter than intended. The suspect computer for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to site to test the equipment. Representative reported that the umbilical cable was damaged. A computer and umbilical cable were replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not boot. Rebooting the system third time resolved the issue. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.